Event description:
It was reported that the broviac line was inserted into the right side. Central line was being flushed, line popped on flushing. Cvl clamped with blue clamps and dressed with sterile gauze. Doctors informed. Pt received no parental nutrition for 2 nights. Pt on theatre list today for removal of broken line and insertion of new line. (Line had previously split and had been repaired by the nutritional care team).

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.